Manufacturer narrative:
The lot numbers and expiration dates of the albumin and hdl reagents were requested, but not provided. The field service engineer performed many actions on the instrument including pump, probe, and mixer adjustments. Multiple parts were also replaced. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested on the cobas 8000 c 702 module. Results from the following assays were affected: albumin and hdlc3 hdl-cholesterol plus 3rd generation. The specific albumin reagent used was requested, but not provided. No questionable results were reported outside of the laboratory. The first sample initially resulted in an albumin value of 2 g/l and it repeated on a second analyzer as 43 g/l. This sample initially resulted in an hdl value of < 0.1 mmol/l and it repeated on a second analyzer as 1 mmol/l. The second sample initially resulted in an albumin value of 0 g/l and it repeated on a second analyzer as 45 g/l. The third sample initially resulted in an hdl value of < 0.1 mmol/l and it repeated on a second analyzer as 1 mmol/l.

Manufacturer narrative:
The customer decided to de-install the affected system and replace it with a new system. The investigation could not identify a product problem. The cause of the event could not be determined.